Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Patient code used to capture no patient involvement reported. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports following: it was reported that when the medical device reprocessing (MDR) staff was checking the devices before the surgery on (B)(6) 2018, they discovered a small thin amount of translucent grease underneath the handles of seven (7) ball hex screwdriver 8mm, seven hexagonal screwdriver, five stardrive screwdriver t25/self-retaining and three 5.0mm flexible hexagonal screwdriver coated. All these screwdrivers were the parts of two tfn locking trays, two tfn insertion trays, two expert tibial nail sets and two expert retrograde/anterograde femoral nail sets. All these items were quarantined and none of them were used in the surgery. There was no patient or procedure involved. This complaint involves seven (7) ball hex screwdriver 8mm. (B)(4) captures the remaining fifteen (15) devices. This report is for one (1) ball hex screwdriver 8mm. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record (DHR) review for part # 03.010.092 lot # 5145468; manufacturing location: synthes (B)(4); manufacturing date: january 01, 2006. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It was reported that the ball hex screwdriver, 8mm (03.010.092) was found to have a ¿thin translucent layer of grease¿ underneath the device. The ball hexagonal screwdriver, 8mm (03.010.092) is noted in multiple system technique guides including: titanium cannulated adolescent lateral entry femoral nail expert nailing, titanium cannulated lateral entry femoral nail and titanium cannulated tibial nail ¿ expert. In each instance the device is available to assemble the insertion construct including attaching the connecting screw to the nail and mounting the aiming arm. The returned device was examined and the complaint condition was unable to be confirmed as no coating was noted on the device¿s handle upon receipt. Whether or not the complaint condition as able to be replicated is not applicable. The device was sterilized prior to receipt which appears to have removed the substance. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review reports (mrrs), ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no unidentified product design/ manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.